Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: codes for investigation findings/conclusions have been updated to c19 and d15, respectively, to reflect results of investigation.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On unknown date, this patient underwent a procedure of total arch replacement with frozen elephant trunk (tar-fet) for acute type b aortic dissection. On (B)(6) 2024, this patient underwent an endovascular treatment to repair the narrowed lumen at distal side of the anastomosis between the arch vascular graft and frozen elephant trunk using gore® tag® conformable thoracic stent graft with active control system (ctag-ac device). A ctag-ac device was deployed from a position where the partial uncover stent (pus) was slightly over the lsca. Angiography after the deployment showed that the half of the pus unintentionally covered the lsca. Regarding the lsca, no delayed blood flow was observed, but the blood pressure was reduced to 50-60% of the body blood pressure, which was thought to be an impairment of blood flow. However, no additional treatment was performed as blood flow was actually confirmed and because the patient was young, it was expected that blood flow would increase in about six months after the procedure by doing activities and the procedure was completed.